Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s time was off. The customer also reported that they had a low blood glucose level of 50 mg/dl. The customer woke up in the morning because she was shaking and sweating so she ate. Assistance was provided. It was found that during the overnight hours, she was receiving her day time basal rates which was more than she should have been receiving according to what was programmed in the insulin pump. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.